Event description:
It was reported that during a gastric bypass procedure, the device tissue pad was detaching. No particles fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/24/2008. Information anticipated, but unavailable at this time.